Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h4, h6. No device was returned for evaluation; pre-revision radiographs and images of the explanted tibial insert were provided. The review noted wear and pitting of the articular surface of the explanted tibial insert, in addition to wear of the anterior and posterior aspect of the spine. The posterior wear of the tibial insert spine likely occurred from contacting the femoral component cam during deep flexion, while the anterior wear of the tibial insert spine was likely caused from contacting the femoral cam in extension. This wear to the spine may have occurred due to bone cement overhanging from the femoral implant. However, this cannot be confirmed as images of the femoral component were not provided. The provided pre-revision radiographs appear unremarkable with respect to wear or implant malaligment. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of prosthesis wear and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene damage include high contact stresses during knee flexion and extension, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 9 years and 6 months post the initial left total knee arthroplasty, the patient complained of pain and was revised due to poly wear of the insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 02-010-01-0235 - logic femoral ps cem left sz 3.5. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 200-02-35 - three peg patella 35mm.